Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect of vascular dissection is listed in the xience xpedition everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the mid left anterior descending (lad) artery. After the lesion was pre-dilated with a 3 x 12 mm balloon catheter to 8 atm, a 3 x 23 mm xience xpedition drug-eluting stent (des) was deployed; however, a distal edge dissection was noted after the delivery catheter was removed. A 3 x 8 mm des was deployed to treat the dissection. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.